Event description:
It was reported that a minimum fill notification occurred. There was no reported adverse impact to the customer. The customer was unable to troubleshoot the issue further with tandem technical support. No additional information was provided.